Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, photo sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs which depicted a 4fr s/l groshong nxt catheter. The depicted portion of the device included the luer adapter, extension tubing, and a portion of catheter shaft. The catheter was inserted into the arm of a patient. A nearly complete split was observed at the proximal end of the extension tubing. The split exhibited a diagonally aligned profile. Damage was evident in all three submitted photographs; however, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include burst damage caused by over-pressurization and sharp instrument contact.

Event description:
It was reported that PICC line that has been issued was damaged. Doctor is finding it difficult to connect properly, also they are not able to puncture from its tip. No other information was provided. 04/21/2023 - the returned sample exhibited a nearly complete split.